Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical surgery for lung cancer, the device was unable to be fired and the handle could not be squeezed. A new device was used in order to complete the case. Patient is alive with no injury. No reinforcement material was used.